Manufacturer narrative:
A ge representative evaluated the system and checked the cables. Ge representative repaired the system. No further information regarding repairs is available. System operates as intended.

Event description:
The customer reported an intermittent communication problem between the c-arm and the workstation. No patient injury was reported.